Manufacturer narrative:
The reported event of syringe module alert file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that when the vtbi is a percentage greater than expected based on the expected drug volume, the pump displays an alert that the nurse has to override each time. They just went live with interop in a pilot unit and for volumes less than the prime volume of their tubing, they push the drug in their line and then put a flush on the device and program it for a vtbi of 2 mls. This is over the percentage allowance of the syringe module and the alert needs to be confirmed by the nurse. They have not experienced this before as they gave their intermittent meds, as volume over time in the fluid library not the drug library. Their concern is the additional workflow and alert fatigue. When they administer a medication that is less than 1 ml , they push the medication into the tubing and then run the flush (usually around 2 ml) as the medication. When they do this, the pump alerts the ¿volume exceeds container volume¿. This alert is not documented in the user manual, there is no way to set it, and in pediatrics and on the syringe pump is alarming all the time. They would like their concern documented so that it might be addressed in the future. There was no report of patient harm.